Event description:
An operating room manager reported that the bipolar connection was not working during a cataract with intraocular lens implant procedure. The case was completed with an alternate unit. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However, the company representative replaced the cautery connectors. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log was completed, and no system messages were observed related to the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).